Manufacturer narrative:
The customer initially detected issues in samples from dialyzed patients. Samples were collected from these patients both before and after dialysis. Discrepancies were noticed as results from samples obtained before dialysis on one analyzer did not match results from samples collected after dialysis on a second analyzer. Due to the issues noticed in the dialysis patient samples, the customer performed comparison testing using samples from both dialyzed patients and non-dialyzed patients. The complained results from patients 1, 2, and 3 were from this analysis. It is not known which of these patients were dialysis patients and which were not.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter questioned the results for multiple patient samples tested for na electrode (na) on a cobas 8000 ise 900 module. Of the data provided for (B)(4) samples, the results for 3 patient samples were discrepant. Patient 1 result from line 2 was 145.8 mmol/l. The result from line 1 was 139.7 mmol/l. Patient 2 result from line 2 was 150.2 mmol/l. The result from line 1 was 145.0 mmol/l. Patient 3 result from line 2 was 148.4 mmol/l. The result from line 1 was 143.3 mmol/l.

Manufacturer narrative:
The calibration data for both lines were acceptable. The investigation noted that the qc results from line 1 showed a higher variation than the qc results from line 2. The customer did not provide any additional information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.